Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained screwdriver shows that one connecting pin was indeed completely broken off. As there was only one of the two pins broken off, it is obvious that both pins were not inserted correctly. The breakage/damage was caused by too much lateral force to which the tips were exposed. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Conclusion based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we can only assume that high applied mechanical forces caused the breakage and user error contributed to the event.

Event description:
It was reported that the tip of the screw driver broke off. No further information was provided. This is report 1 of I for complaint (B)(4).